Event description:
During right total hip arthroplasty revision, the distal tip of a drill bit broke off in right femoral canal of pt. Physician notified. Drill bit was not retrieved. Proceeded with procedure.